Event description:
It was reported that the pump and battery were hot to the touch. There was no damage or corrosion seen to the battery compartment. The pump had been exposed to water. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was found to the battery cap or battery compartment. The keypad was found to be torn near up arrow button. The pump failed to power on. Further device performance testing was unable to be performed due to inability to power pump. A keypad leak was found during leak testing. The pump was opened and corrosion was found on the pcb. The battery returned with the pump showed no evidence of overheating.